Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer indicated via phone call of hospitalization for diabetic ketoacidosis and unexplained high blood glucose of 600 mg/dl. The nurse indicated that the insulin pump alarmed no delivery several times. Troubleshooting advised the nurse to have the customer call to troubleshoot the pump.